Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name and indication for the initial surgical procedure in 2011? Other relevant patient history? Product code and lot number? Location of mesh exposure in 2014? Surgical findings of 2014 mesh excision? Was there any deficiency or abnormality of the device noted? What is physician¿s opinion as to the etiology of or contributing factors to mesh exposure in 2014? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2011 and the mesh was implanted. In 2014 the mesh excision of two areas of exposed mesh was performed. Additional information has been requested.